Manufacturer narrative:
Correction to g1 address. H10: the actual device was received for evaluation. A visual inspection was performed which identified a textile fiber inside the tubing. The particle was further described to be solid, multicolor, opaque, flexible texture and agglomerated. Further, a macroscopic and microscopic inspection were performed which identified the material to be extrinsic to the manufacturing process. The particle had characteristics similar to clothing fiber. The reported condition was verified. The cause of the particle could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set had particulate matter in the fluid path of the tubing. This occurred during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.